Event description:
On 07/17/2000, the facility's charge nurse informed the distributor's rep (president) of the following: device was opened by charge nurse. Upon opening, the nurse found that the kit contained two (2) catheters as opposed to one (1) as printed on the labeling. Nurse did not feel safe using the device, so she opened a second device, same catalog number and it contained one (1) catheter as stated on the labeling. No further details were provided.